Manufacturer narrative:
A ge service rep performed an onsite investigation. The 3 vdc generator interface pcb (gib) coin battery was evaluated and replaced. The 5vdc power supply and associated pcb connections were also evaluated and reseated. The power supply voltage was returned to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the sys exhibited errors during operation. Further info received from the field svc engineer determined that the system locked up. No pt serious injury or death was reported related to this event.